Event description:
It was reported that the patient developed a granuloma. The patient's pump and catheter were explanted. No patient symptoms or outcome was reported. The drug contained in the patient's pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.